Event description:
The following event was noted through a periodic article review. The aim of this study was to assess strut apposition by optical coherence tomography (oct) across the bifurcation lesion immediately after stent implantation in a consecutive series of patients with bifurcation lesions treated with two different stenting strategies [single stent approach versus two stent approach]. Out of the 41 patients enrolled in this study, there were nine xience v stents implanted. The findings of the study indicated that malapposed struts found via optical coherence tomography (oct) was higher in the patients who had the two-stent approach. The findings also indicated that post procedural, asymptomatic myocardial infarctions (mi), type 4a, occurred more frequently in the two-stent group. There were two deaths recorded, both were non-cardiac in the two-stent group. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Implant date - estimate. It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record and complaint history of the reported lot also could not be conducted because the part and lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The adverse patient effects referenced are being filed under a separate medwatch report number. Article: viceconte n.; tyczynski p.; ferrante g.; foin n.; chan p.h.; barrero e.a.; di mario c. (Catheterization and cardiovascular interventions (united states) february 1, 2013, 81/3 (519-528): immediate results of bifurcational stenting assessed with optical coherence tomography.